Manufacturer narrative:
Device inspection found leakage from scope connector due to deformation of el connector. Fluid invasion on s-connector (scope connector) /el connector observed. S-connector has corrosion due to water leakage. Furthermore, foreign material was found on forceps elevator (raiser). In addition, the following findings during inspection were noted on the device: water tight condition on scope, a-rubber deterioration, separation on the thread sections , tension, slack, scratches observed. Insertion tube buckles, coating peeling off on protector insertion section. Water removal check failed. Play on angle knob operation , angle knob motion and bending angle knob. Nozzle clogged. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
During receipt inspection a leakage between scope connector and el (electrical connector) was found. There is no patient involvement associated on this event. No user injury reported. Device evaluation and inspection found foreign material on forceps elevator. This report is being submitted for foreign material found on forceps elevator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the foreign material on the forceps elevator could not be determined at this time. Olympus will continue to monitor field performance for this device.